Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded in the foot and there was no needle strike mark on the foot. Based on the evidence found on the device, the anterior cuff was missed and this confirmed the reported event. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the result was acceptable. The anterior cuff was captured successfully. The needle trajectory is checked twice during the manufacture of the device. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or the inability to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted to deploy the sutures in the right common femoral artery using a preclose technique before an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.